Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 45 mg/dl while she was being assisted changing the infusion set. The customer declined troubleshooting. The customer gave herself a 5 unit manual injection and ate a snack. The device was not returned.